Event description:
It was reported that the pt sought emergency room treatment for elevated blood glucose levels. It was also reported that no medical treatment was administered.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not yet been completed.